Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose.

Event description:
It was reported that the cartridge was leaking from the o-ring. Reportedly, the leak my have been caused because the customer reused and refilled the cartridge, although unable to confirm. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 189 mg/dl.